Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens of -12.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a different power lens due to refractive surprise. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned with moisture, in microcentrifuge vial. Visual inspection found a torn/broken haptic. Blood stains were observed on lens surface. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Corrected data: d4: expiration date: should be correct to 31-jul-2024. Claim#(B)(4).